Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 520mg/dl; cause was unknown. Elevated bg was addressed via correction bolus and supply change. Tandem technical support commenced conducting system check. However, during troubleshooting it was identified that the customer is reusing/refilling cartridges and using cold insulin. Tandem technical support recommended the customer change to a new cartridge. The customer acknowledged the identified issues contributed to the elevated bg. Reportedly, elevated bg has normalized.